Manufacturer narrative:
Device evaluation: the evo-fc-10-11-6-b device of lot number c2284071 involved in this complaint was returned for evaluation, with the original packaging. With the information provided, a physical examination and document-based investigation was conducted. The device related to this occurrence underwent a laboratory evaluation on the 21st august 2025. On evaluation of the device, the following was observed: (B)(6). Visual inspection: protective tubing returned on introducer red safety tab was not returned. Directional button in deploy position. Safety wire returned in place. Red shuttle is before the ponr. Severe crumpling / bunching distal to zip port. Stent is returned within the introducer. Functional inspection: handle actuating with resistance for deployment and recapture. Safety wire removed with no issue. Stent deployed with slight resistance. Stent examined and no issue observed. (B)(6). Visual inspection: device returned in opened box, but inner packaging sealed. Functional inspection: n/a. The reported failure was observed. (B)(6) was returned as unwanted stock and is not confirmed as it is outside the scope of the complaint. Manufacturing records review: prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records did not reveal any discrepancies that could have contributed to this complaint issue. Historical data review: the review of relevant manufacturing records confirms the failure mode has not previously occurred for this work order. Instructions for use and/label review: as per the instructions for use's (ifu0062) warnings section: "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use." There is no evidence to suggest that the customer did not follow the instructions for use or product label. Image review: an image was not returned for evaluation. Root cause analysis: definitive root cause can be concluded based on capa00209 findings. A definitive root cause can be attributed to manufacturing issue as inconsistencies in the coating process has been identified. The root cause of issue reported is most likely the cause of the bunching / crinkling, resulting from inconsistencies in the coating process which led to higher friction forces for the larger stent sizes. Confirmation of complaint: complaint is confirmed based on visual and/or functional inspection. Corrective action/correction. Capa00209 has been initiated and will document all necessary action required as result of this issue. Summary of investigation: according to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Confirmed quantity of 01x used device. Complaint is confirmed based on visual and/or functional inspection. Capa00209 has been initiated and will document all necessary action required as result of this issue. Complaints of this nature will continue to be monitored for similar events.

Event description:
Cancellation report is being submitted due to the completion of the investigation on 05-sep-2025. No adverse effect to the patient was reported as occurring. The event does not meet the criteria of an FDA ¿serious injury¿ report or ¿malfunction¿ report as per FDA guidelines ¿medical device reporting for manufacturers (2016)¿. No reporting malfunction precedence exists for this complaint event for this product family. Low risk of failure mode indicates no potential for serious injury if the malfunction were to recur.

Event description:
The prosthesis does not open.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.